Manufacturer narrative:
(B)(4).

Event description:
Wire/needle/cannula damaged or missing.

Manufacturer narrative:
(B)(4). MDR regulatory awareness date - correction for initial submission - correct awareness date for initial submission should be 3/6/2024 b3: date of event - correction for initial submission - correct event date for initial submission should be 2/6/2024. G3: date received by manufacturer - correction for initial submission - correct date received by mfg for initial submission should be 3/6/2024.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.